Event description:
It was reported that the insulin pump motor was protruding from the case. It was also stated the insulin pump had a rattling noise. Nothing further was reported.

Manufacturer narrative:
Missing end cap sticker noted. Scratched display window and cracked reservoir tube lip noted. No round disk protruding out noted. The insulin pump passed the displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.